Event description:
It was reported that stent damage occurred. The 84% stenosed, 2.50 x 65mm, eccentric, de novo target lesion with a significant bend between 45 and 90 degrees was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). Pre-dilatation was performed with a 2.5 x 20 emerge balloon catheter resulting in 37% stenosis. A 3.00 x 24 synergy drug-eluting stent (des) was advanced for treatment but failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. Two synergy des were implanted to complete the procedure. No patient complications were reported and the patient status was stable.